Event description:
It was reported that an asymptomatic patient presented for device change-out due to normal eri. Externalized conductors were suspected but could not be confirmed via x-ray. The electrical function of the lead was tested normal. The patient will be monitored with routine follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.